Manufacturer narrative:
According to the complainant the device is not being returned for investigation. . We are unable to determine if any product condition could have contributed to the skin irritation. The product was not requested to be returned. In this case there is no possibility to test the worn pod for any issues that may have caused the skin redness. Once the pod is worn, it is exposed to a broad range of contaminants that patients encounter every day such as soap, shampoo, skin cream, and the environment. This makes analysis unreliable as the adhesive pad, being a woven material, can absorb or retain traces these items. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that a skin irritation causing excessive itching and a rash had occurred while wearing the pod between 24 and 36 hours on the hip/buttocks. Patient's parents stated that the pod makes a perfect oval rash when they wear it. Patient went to the endocrinologist and they said it would develop into atopicdermatitis and said it would get worse if it is left untreated. Patient was prescribed a steroid and antibiotic cream called clobetasol 0.05%.